Event description:
It was reported that when a symptomatic patient presented in the emergency room, post-sensed t-wave oversensing was observed. The patient received inappropriate hv therapy. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.